Event description:
It was reported by service report that the stretcher is leaking fluid. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) contacted the mother for a follow up call on (B)(6) 2010, but she was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on the evening of (B)(6) 2010 at 11:00pm. The mother reported that the patient obtained alleged blood glucose readings of "335 mg/dl" with the subject meter and "38 mg/dl" on another meter (contour brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The mother indicated that the patient manages his diabetes with insulin (self adjuster). It is not known if the patient made any changes to his diabetes management regimen at the time of the alleged issue. The mother claimed 5 minutes before the start of the alleged issue, the patient was feeling rigid, had a seizure, was having a hard time breathing, and was not responding. By 11:15pm that evening, the mother claimed she administered the patient food and/or drink and a glucagon injection. It is not known if any other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca was able to verify an approved sample site was used, testing procedure was correct, and the subject meter's unit of measure was correct at the time of testing. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, it is not known when the patient had last tested or whether the patient had made any changes to his diabetes management regimen, prior to the alleged issue. There is no indication that the product caused or contributed to an adverse event since the patient had become symptomatic prior to the alleged issue. In addition, there is no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (submission 09/21/2012)-device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2010. The returned test strips passed testing. Investigation did not confirm the alleged complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.